Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the submental area on (B)(6) 2021 using the cooladvantage coolmini system applicators, who may have developed paradoxical hyperplasia (ph) after treatment. Liposuction was performed on (B)(6) 2021.

Manufacturer narrative:
Changed, and/or corrected data: d1 d4 g1 h6.

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
A treatment provider reported that a patient treated with coolsculpting to the submental area on (B)(6) 2021 developed paradoxical adipose hyperplasia (pah) in late (B)(6) 2021. Patient had liposuction on (B)(6) 2021.